Event description:
It was reported that subsequent to a rotational atherectomy and stenting procedure a vessel perforation, cardiac tamponade and a death occurred. The target lesion being treated was located in the severely calcified mid left anterior descending (lad) artery. The rotablator burr was advanced via the rotawire guide wire to the lad and rotational atherectomy was performed. The number of ablation runs is unknown however slow flow was noted. Two promus stents of an unknown size were then advanced to the lesion and deployed. Angiography was performed of the treated vessel and a perforation was noticed. It was not known what caused or when in the procedure the perforation occurred. A 3.0x19mm non-bsc stent was advanced to treat the perforation and when it reached the lesion location the stent dislodged off of the balloon. An unspecified balloon catheter was then advanced to the mid lad and was used to implant the 3.0x19mm non-bsc stent in the dislodged location. A second 3.5x19mm non-bsc stent was then advanced to the perforation site but could not cross the previously implanted 3.0x19mm stent. The patient experienced cardiac tamponade and pericardiocentesis was performed. The patient was reported as being ok following this procedure, however 3 days later the patient expired. There was no additional intervention between the initial procedure and the patient expiration. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that subsequent to a rotational atherectomy and stenting procedure a vessel perforation, cardiac tamponade and a death occurred. The target lesion being treated was located in the severely calcified mid left anterior descending (lad) artery. The rotablator burr was advanced via the rotawire guide wire to the lad and rotational atherectomy was performed. The number of ablation runs is unknown however slow flow was noted. Two promus stents of an unknown size were then advanced to the lesion and deployed. Angiography was performed of the treated vessel and a perforation was noticed. It was not known what caused or when in the procedure the perforation occurred. A 3.0x19mm non-bsc stent was advanced to treat the perforation and when it reached the lesion location the stent dislodged off of the balloon. An unspecified balloon catheter was then advanced to the mid lad and was used to implant the 3.0x19mm non-bsc stent in the dislodged location. A second 3.5x19mm non-bsc stent was then advanced to the perforation site but could not cross the previously implanted 3.0x19mm stent. The patient experienced cardiac tamponade and pericardiocentesis was performed. The patient was reported as being ok following this procedure, however 3 days later the patient expired. There was no additional intervention between the initial procedure and the patient expiration. Additional information has been requested and is not available.